Event description:
It was reported that when using the bd pyxis¿ es refrigerator cubies 3.1, 3.2, 3.3 were are not detected and unable to recover. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the refrigerator cubies had failed to be detected. The field service engineer (fse) logged into hardware test application and observed that row 2 was not visible. An attempt was made to reset the refrigerator, but it was unsuccessful. The fse disassembled the refrigerator and checked the connection to the interface and relay access controller board (irac). After powering the refrigerator back on and accessing hardware test application (hta) again, row was still not visible. The fse removed the row assembly and replaced the irac board. All rows were reconnected, and the refrigerator was powered up prior to complete reassembly to confirm connectivity. The fse logged into hta and tested the row. The station and refrigerator were then powered down, and the refrigerator was reassembled. After powering the fridge back up and allowing it to fully boot, the station was turned on. The customer logged in and successfully recovered the storage spaces. The fse logged into hta once more and confirmed that the row was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator cubies 3.1, 3.2, 3.3 were are not detected and unable to recover. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.